Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was unable to be reviewed as the device serial number was not provided. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that high grade central insufficiency was observed on echo 10 days after the implantation of a valve. As reported, valve replacement was uneventful with good valve prosthesis function on intraoperative echo and at discharge, but on pod 10 cardiac decompensation occurred. Another valve was implanted in replacement. No other information was provided.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received notification that high grade central insufficiency was observed on echo 10 days after the implantation of a valve. As reported, valve replacement was uneventful with good valve prosthesis function on intraoperative echo and at discharge but on pod 10 cardiac decompensation occurred. Per eecho report received, central aortic bioprosthetic insufficiency with normal gradients. Was confirmed. A valve in valve procedure with a transcatheter valve was performed. There was good result post procedure with mild pvl. The patient was discharged on pod 3.